Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Loss of consciousness due to hypoglycemia [hypoglycaemic unconsciousness]. Gap between the piston rod and the penfill back [device malfunction]. The piston rod head did not move to push the back of penfill [device physical property issue]. Fibrosis in the injection sites [injection site fibrosis]. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using [product storage error]. Case description: study ID: (B)(6) -outbound patient calls. Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient's weight was reported as 80-83 kg. Patients height and body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "loss of consciousness due to hypoglycemia(hypoglycemic unconsciousness)" beginning on 2025 , "loss of consciousness due to hypoglycemia(hypoglycemic unconsciousness)" beginning on (B)(6) 2025 , "gap between the piston rod and the penfill back(device component malfunction)" with an unspecified onset date , "the piston rod head did not move to push the back of penfill(resistance to movement in device)" with an unspecified onset date , "fibrosis in the injection sites(injection site fibrosis)" with an unspecified onset date , "the patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using(product storage error temperature too low)" with an unspecified onset date and concerned a 816 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , tresiba penfill (insulin degludec 100 u/ml) from unknown start date for "diabetes mellitus", , tresiba flextouch u100 (insulin degludec 100 u/ml) from 2014 and ongoing for "diabetes mellitus." Dosage regimens: novopen 4: tresiba penfill: tresiba flextouch u100: 2014 to not reported (dosage regimen ongoing). Current condition: diabetes mellitus (from 2005), hypercholesteremia, hypertension, neurotronic, cholesterol. Concomitant medications included - novofine 32g 6 mm(needle), atacand plus (candesartan cilexetil, hydrochlorothiazide), milga (benfotiamine, cyanocobalamin, pyridoxine hydrochloride), apidra (insulin glulisine), atoreza (atorvastatin calcium, ezetimibe), uses medication for bone support as per need and doesn't remember its name. On an unknown date, pen training was offered and during it , at first the piston rod moved manually in normal way by pulling it out from the mechanical part of the pen , then it moved by adjusting the dose counter on 60 u and after pressing the dose button to 0 u (3 times), then after adding a new penfill , to make sure that the piston rod touches the penfill rubber part by adjusting the dose counter on 60 u and after the gentle pressing the dose button without needle , the counter stopped on 56 u. Then patient was asked to return the dose counter back in the opposite side to zero then to 4 u, then after adding a new needle, and after pressing the dose button, the pen injected the insulin normally (with 4 u) and the counter returned back to zero patient also was told that the pen's issue was because of the gap between the piston rod and the penfill back and that distance was compensated during the call. On an unknown date the patient experienced loss of consciousness due to hypoglycemia around 10-11 pm during using tresiba penfills which was recovered. The patient experienced loss of consciousness due to hypoglycemia during (B)(6) 2025 with tresiba flextouch pen. On an blood glucose level (blood glucose) reached to 75mg/dl, fasting blood glucose level (fbgl) (blood glucose) was 120-140 mg/dl and >300 mg/dl. Patient's hba1c (glycosylated haemoglobin) was 10 %, 11%, 13%. Patient's postprandial blood glucose level (ppbgl)(blood glucose) was >200 mg/dl. On an unknown date, blood glucose level was 51 mg/dl after eating a piece of cake. The patient attached the needle to the pen in 180 degree angle. The patient did not store the insulin at room temperature 20-25 degree celsius, she saved it inside refrigerator after use (she was advised after using, the pen should be saves out refrigerator at room temperature 20-25 put away from heat or light). The patient didn't change from any novopen to current novopen 4. Pen training was offered. Since an unknown date the patient experienced felt that there was fibrosis in the injection sites. It was reported that the patient didn't recently switch from another product (within last 3 months). This was not the first time that the patient was treated for this indication. The patient experienced the same medication error in the past. The product was received in the original packaging. The patient herself was the one involved in the medication error the patient did not have the financial means to buy (could not afford buying) needles to be used for every injection. Batch numbers: novopen 4: unknown. Tresiba penfill: requested. Tresiba flextouch u100: pt6fv49. Action taken to tresiba penfill was not reported. Action taken to tresiba flextouch u100 was not reported. The outcome for the event "loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness)" was recovered. The outcome for the event "loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness)" was recovered. The outcome for the event "gap between the piston rod and the penfill back (device component malfunction)" was not reported. The outcome for the event "the piston rod head did not move to push the back of penfill (resistance to movement in device)" was not reported. The outcome for the event "fibrosis in the injection sites (injection site fibrosis)" was not reported. The outcome for the event "the patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low)" was not reported. Reporter's causality (novopen 4) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown gap between the piston rod and the penfill back (device component malfunction): unknown. The piston rod head did not move to push the back of penfill (resistance to movement in device): unknown. Fibrosis in the injection sites (injection site fibrosis) : unknown. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): unknown. Company's causality (novopen 4) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible gap between the piston rod and the penfill back (device component malfunction): possible the piston rod head did not move to push the back of penfill (resistance to movement in device): possible fibrosis in the injection sites (injection site fibrosis): possible the patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): possible. Reporter's causality (tresiba penfill) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown gap between the piston rod and the penfill back (device component malfunction): unknown. The piston rod head did not move to push the back of penfill (resistance to movement in device): unknown. Fibrosis in the injection sites (injection site fibrosis): unknown. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): unknown. Company's causality (tresiba penfill) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible gap between the piston rod and the penfill back (device component malfunction): possible. The piston rod head did not move to push the back of penfill (resistance to movement in device): possible. Fibrosis in the injection sites (injection site fibrosis): possible. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): possible. Reporter's causality (tresiba flextouch u100) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): unknown gap between the piston rod and the penfill back (device component malfunction): unknown. The piston rod head did not move to push the back of penfill (resistance to movement in device): unknown. Fibrosis in the injection sites (injection site fibrosis): unknown. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): unknown. Company's causality (tresiba flextouch u100) - loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible loss of consciousness due to hypoglycemia (hypoglycemic unconsciousness): possible gap between the piston rod and the penfill back (device component malfunction): possible. The piston rod head did not move to push the back of penfill (resistance to movement in device): possible. Fibrosis in the injection sites (injection site fibrosis): possible. The patient doesn't store the insulin at room temperature 20-25 degree celsius, she saves it inside refrigerator after using (product storage error temperature too low): possible. Investigation results: name: novopen 4, batch number: unknown: no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: tresiba flextouch (u100), batch number: pt6fv49. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. References included: reference type: e2b linked report. Reference ID#: (B)(4) -(B)(6). Reference notes: same reporter. Reference type: e2b linked report. Reference ID#: (B)(4) -(B)(6). Reference notes: same reporter. Reference type: e2b linked report. Reference ID#: (B)(4) -(B)(6). Reference notes: same reporter. Reference type: e2b company number reference ID#: (B)(4) -(B)(6). Reference notes: reference type: e2b linked report. Reference ID#: (B)(4)-(B)(6). Reference notes: same patient. Final manufacturer comment: 23-dec-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (68 years old) and underlying diabetes mellitus are significant confounding factors for the development of hypoglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill.